Manufacturer narrative:
Investigation ¿ evaluation: (B)(6) informed cook on (B)(6) 2021 of an incident involving a zenith flex device. While investigating a complaint for difficult advancement (mfg report reference #: 1820334-2021-02742) information was received from the site stating limb occlusion had been noted when exposing the access vessel during secondary intervention that took place on (B)(6) 2021 due to a type 1 endoleak. This investigation will focus on the limb occlusion to the zenith flex aaa endovascular graft iliac leg (unknown zsle and unknown lot number). The zsle (unknown lot) had been placed 5 years prior to the secondary procedure. After follow-up with the site, it is unknown if there has been treatment for the occlusion and there is no information regarding anticoagulation/antiplatelet medication. Reviews of the documentation including the complaint history, drawing, instructions for use (IFU), manufacturing instructions, quality control procedures and specifications of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) could not be conducted, due to the lack of lot information provided by the facility. Cook also reviewed product labeling. The product IFU, t_zaaasz_rev4 ¿zenith spiral-z aaa iliac leg with the z-trak introduction system,¿ provides the following information to the user related to the reported failure mode: 4.1 general additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length ( vessel and component overlap) and/or endoleak. An increase in aneurysms, size and/or persistent endoleak or migration may lead to aneurysm rupture patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment, and follow-up. Zenith spiral-z iliac artery distal fixation sire greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. Adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 14 french to 16 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous, or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. Pre-existing regions of stenosis/narrowing (less than approximately 20 mm ID in the aorta or 7 to 8 mm ID in the iliacs) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). The potential for this increased risk in these patients may preclude placement of an endovascular graft. Dilatation of these regions with a noncompliant balloon and/or stent placement may be necessary to help assure may be necessary to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Additionally, the completion angiogram (with stiff wire guides removed) should be reviewed carefully to determine if further treatment in these regions is necessary (e.g., adjunctive ballooning or stenting). Failure to remove the stiff wire guide prior to the angiogram could mask any limb kinking or narrowing that might occur when the wire guide is removed. Follow-up imaging should be carefully reviewed for narrowing within the leg graft. Patients with a graft leg lumen of less than approximately 5 mm ID may be at increased risk of a thromboembolic event (e.g., graft limb occlusion). Reintervention (e.g., noncompliant ballooning or stenting in these regions) should be considered to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Patients with poor outflow or a hypercoagulable state (e.g., cancer) may be at an increased risk of a thromboembolic event. Inability to maintain patency of at least one internal iliac artery or occlusion of an indispensable inferior mesenteric artery may increase the risk of pelvic/bowel ischemia. The zenith spiral-z aaa iliac leg with the z-trak introduction system is not recommended in patients who cannot tolerate contrast agents necessary for intraoperative and postoperative follow-up imaging. All patients should be monitored closely and checked periodically for a change in the condition of their disease and the integrity of the endoprosthesis. Inability to maintain patency of at least one internal iliac artery or occlusion of an indispensable inferior mesenteric artery may increase the risk of pelvic/bowel ischemia lengths: all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. 4.5 implant procedure: inaccurate placement and/or incomplete sealing of the zenith spiral-z endovascular aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries excessive overlap 10mm above the main body bifurcation may increase the risk of limb thrombosis. 5.2 potential adverse events: adverse events that may occur and/or require intervention include, but are not limited to: aortic damage, including perforation, dissection, bleeding, rupture and death arterial or venous thrombosis and/or pseudoaneurysm. Endoprosthesis: improper component placement; incomplete component deployment; component migration; component separation from another graft component/ suture break; occlusion; infection; stent fracture; graft material wear; dilation; erosion; puncture; pergraft flow; and corrosion. Graft or native vessel occlusion. Vessel damage. 7.1 individualization of treatment: the risks and benefits should be carefully considered for each patient before use of the zenith spiral-z aaa iliac leg. Additional considerations for patient selection include, but are not limited to: patient¿s age and life expectancy. Co-morbidities (e.g., cardiac, pulmonary or renal insufficiency prior to surgery, morbid obesity). Patient¿s suitability for open surgical repair. Patient¿s anatomical suitability for endovascular repair. The risk of aneurysm rupture compared to the risk of treatment with zenith spiral-z aaa iliac leg. Patient¿s ability to tolerate general, regional or local anesthesia. Iliofemoral access vessel size and morphology (minimal thrombus, calcification and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 14 french to 16 french vascular introducer sheath. Zenith spiral-z iliac artery distal fixation site greater than 1 mm in length and 7.5-20mm in diameter (measured outer wall to outer wall). Freedom from significant femoral/iliac artery occlusive disease that would impede flow through the endovascular graft. The final treatment decision is at the discretion of the physician and patient. 8 patient counseling information: in addition to the risks and benefits of an endovascular repair, the physician should assess the patient¿s commitment and compliance to postoperative follow-up as necessary to ensure continuing safe and effective results. Listed below are additional topics to discuss with the patient as to expectations after an endovascular repair: all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. At a minimum, annual imaging and adherence to routine postoperative follow-up requirements is required and should be considered a life-long commitment to the patient¿s health and well-being. 10.5 device diameter sizing guidelines: the choice of diameter should be determined from the outer wall to outer wall vessel diameter and not the lumen diameter. Undersizing or oversizing may result in incomplete sealing or compromised flow. Pre-implant determinants determinants include: 1. Femoral artery selection for introduction of the delivery system (i.e., define respective contralateral and ipsilateral iliac arteries). 2. Angulation of aortic neck, aneurysm, and iliac arteries. 3. Diameters of infrarenal aortic neck and distal iliac arteries. 4. Length from the aortic bifurcation of a previously placed main body or renu from the zenith aaa endovascular graft family of products to the internal iliac arteries/attachment site(s). 5. Aneurysm(s) extending into the iliac arteries may require special consideration in selecting a suitable graft/artery interface site. 6. Degree of vascular calcification. Evidence provided by the complaint facility, device failure analysis, complaint history, manufacturing documents, and verification testing, suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Based on the information provided, no returned product and the results of our investigation, a definitive cause for the failure could not be established. Thrombus/occlusion is a known inherent risk of the device per the IFU. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Event description:
It was reported that following implantation approximately 5 years ago, an unknown zenith flex aaa endovascular graft iliac leg occluded. On (B)(6) 2021, a follow-up procedure to treat aneurysm expansion related to a type 1 endoleak was performed. Limb occlusion was noted when the access vessels were exposed. An extension graft was attempted to be placed; however, the user could not advance the device into the intended target zone. A competitor's device was placed and the endoleak was resolved. No other adverse effects were reported for this incident. This report will focus on the limb occlusion. Other events regarding this patient are also reported under patient identifier: (B)(6).

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.